Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary : after several attempts to obtain additional information on the device status, no successful response was received. Therefore, the device is unavailable for a physical evaluation nor were pictures provided. Hence, this complaint cannot be confirmed. The information provided is not sufficient to determine a root cause for the reported failure. However, if any additional information is obtained, this complaint will be re-opened to capture that information. Furthermore, no lot numbers were supplied which precludes conducting a non-conformance search. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is not currently available.

Event description:
It was reported by the affiliate that the device broke. It was noted there was no impact to the patient.